Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 427 mg/dl and a corrective bolus was delivered in an attempt to lower the bg level. Due to going into diabetic ketoacidosis (dka), the customer was admitted to the hospital. The customer was treated with an insulin drip and electrolytes. The customer was discharged the next day with the high bg and dka resolved. The cause of the high bg was not known. A pump system check was performed using the current supplies on the pump and no device issues were identified.